Event description:
The user facility reports the catheter is causing major bleeding and bruising in the brain tissue. Additional information has been requested. Additional information received in 04/2002. The sales rep reports that the neurosurgeon at this user facility has been conducting a study on pts with icp monitoring. The neurosurgeon mentioned in passing that two pts were being monitored with the use of the ins-4500 and on a post operative scan, contusion/bruising and hemorrhage was noted at the catheter track. The neurosurgeon has seen this in the past but believed these to be "extreme cases". The neurosurgeon has been conducting this study for approximately one year. On occassion the catheters have clogged and have been replaced. It is unknown at this time if these two patients required replacement catheters. Both patient recovered with no neuro deficit. It is unknown what type of treatment was rendered.